Event description:
It was reported that a male pt was in the cath lab for intra-aortic balloon (iab) insertion. When the physician attempted to pass the iab through the sheath, the iab would not pass all the way through the sheath introducer with sidearm. The first iab was removed and a second iab was inserted successfully without incident. There was no reported pt death or injury. There was no medical or surgical intervention required. The event caused a delay of a few minutes, with the pt outcome not adversely affected and no complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.